Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The device memory log was downloaded however no entries were recorded. A test pad-pak was inserted, the device passed a self-test however failed to power off using the on/off button. This indicates a fault. During investigation it was found that a component had become displaced from the printed circuit board. Another component was found to be twisted and making insufficient contact with the printed circuit board. Both component are part of the switch off circuitry and would explain why the device was not switching off. Investigation found the reported fault can be attributed to component damage. The fault was replicated during investigation. Investigation was unable to determine how the component became damaged. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.